Event description:
The manufacturer's representative reported that the lead was no longer working for the patient. The lead was revised, but the implantable neurostimulator (ins) was reused. The procedure took place on (B)(6) 2015. There were no symptoms reported. No outcome was reported regarding this event. Indication for use was noted as : gastrointestinal/ pelvic floor further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).